Manufacturer narrative:
Referring to the product inquiry the long nail kit is the primary product. No further associated products were reported. Failures in material or manufacturing were not found. Review of the DHR for the reported nail kit revealed no discrepancies; the device was documented faultless prior to distribution. Dimensional examination revealed no deviations in the relevant undamaged areas of the nail received. The complaint is about a broken gamma3 long nail after an implant residence time of 5 months. The received nail is completely broken in the webs of the proximal lag screw thru hole. According to the damage and the evidences of the breakage surfaces, the nail broke in a fatigue fracture due to massive overload. However, significant drill marks are found at the lateral entrance of the proximal thru hole for the lag screw at the anterior web; they progress through the entire bore towards medial. The drill marks were originated intra-operatively by a deviated lag screw step drill which may have created the starting point of the fracture by a notching effect at the lateral edge of the anterior web. Material deformation (friction marks) at the medial / distal and the lateral / proximal edge of the lag screw thru hole of the nail indicates high tension forces caused by massive axial load - transmitted by the lag screw, which suggests more than partial weight bearing. The affected nail is designed to withstand the normal loads during the implantation period, i.e., the implant must neither be exposed to peak loads nor to continuous stresses. Another prerequisite for a successful supply is undisturbed, normal bone healing. This state must be achieved within a medically recognized and by scientific analysis confirmed time frame (about 6 months) in such way, that the bone strength allows significantly increasing discharge of the implant material. In case that such a situation does not occur, exceeding of the fatigue strength is to be expected and thus quite predictable complications. The x-ray images provided were presented to a consulting health care professional for review. His comments (excerpt / conclusion): ¿conclusion: there has been partly fracture consolidation. The fracture site did not show sufficient signs of consolidation between the proximal neck/head/gt-fragment and the distal fragments. The entire body weight weights down the nail to the distal leg in this situation and obviously led to the fatigue fracture of the nail. Consecutive x-ray to keep track with the consolidation and partial weight baring, maybe supportive actions, e. G. With exogen?, could have supported the bone healing. The operation should have included additional actions, for example bone marrow or fragment transplantation from the iliacal crest.¿ [for further details see the entire medical assessment under ¿additional document review¿.] Based on the above the breakage of the nail is not linked to a deficiency of the device, but is rather considered patient related, possibly contributed by intra-operative implant damage by a deviated lag screw step drill. The impaired healing of the fracture site and the resulting prolonged axial and torsional overload had led to continuous stresses and a significant weakening of the nail in the area of the lag screw thru hole, followed by the fatigue fracture after an implant residence time of 5 months. Review of complaint history, CAPA databases, risk analysis and labelling did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
It was reported that the intramedullary nail broke. Through 5 months after the surgery patient feel acute pain in the hip. She passed inspection by neurologist and traumatologist and was hospitalized.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device disposition is unknown.

Event description:
It was reported that the intramedullary nail broke. Through 5 months after the surgery patient feel acute pain in the hip. She passed inspection by neurologist and traumatologist and was hospitalized.